Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately ten years and four months post deployment, a CT venogram revealed the filter in the infrarenal ivc with one leg missing. Missing leg was visualized in the left lower lobe of the lung and had embolized there. Therefore, the investigation can be confirmed for limb detachment. However, based on the provided medical records, the investigation is inconclusive for perforation of the ivc, filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated, and the device was unable to be retrieved. The device was not removed. Filter fragment detached and migrated to the lung and fragments are embedded in the pulmonary arterial branches. The patient experienced severe pain in the right groin, lower abdomen, and right of the patients back and around right kidneys. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After one year, the bard g2 filter was deployed in the infra renal inferior vena cava. After one year an ultrasound performed displayed evidence consistent with deep vein thrombosis and occlusive thrombus. After nine years, an ultrasound confirmed deep vein thrombosis throughout the left lower extremity. After one month, the patient reported to the hospital for chest and abdominal pain. The computed tomography showed one missing leg of the inferior vena cava. The missing leg had embolized into the left lower lobe of the lung. Therefore, the investigation is confirmed for the alleged filter limb detachment. However, the investigation is inconclusive for the alleged perforation of the inferior vena cava, filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3,h6(patient,conclusion). .. H11: g1,h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and detached. The device was not removed. It was further reported that the detached filter fragments migrated to the lung and fragments are embedded in the pulmonary arterial branches. The patient experienced severe pain in the right groin, lower abdomen, and right of the patients back and around right kidneys; however, the current status of the patient is unknown.